Event description:
On 9/20/94 an aus device was implanted. On 1/31/95 the cuff and pump were revised and tandem cuff implanted. The tandem cuff was removed from the pt sometime in 1995 due to erosion. Date of surgery was not indicated. Ams has requested additional info.